Event description:
It was reported that a low anterior resection was performed. The doughnut and staple line seemed ok. Postoperatively 3-4 days a major leak was found. A colostomy was created to repair the leakage.